Manufacturer narrative:
The lift motor has been replaced and tested for weight limit. Lift are according to specification.

Event description:
Customer states that the likorall motor is leaking oil. The lift was not in use when they noticed the issue and no alleged injuries were reported.